Manufacturer narrative:
Additional information: there were no issues noted with the replacement resolute integrity stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent to treat a severely calcified, severely tortuous lesion with serious obstruction located in the proximal third of the left anterior descending (lad) artery. Negative prep was performed with no issues. The lesion was pre-dilated with a 2.5x12mm balloon. The device did not pass through a previously deployed stent. It was reported that stent deformation occurred in vivo during positioning/advancement. After pre-dilation the stent failed to progress in the lesion. A 3.0x10mm balloon was then advanced and a new pre-dilation was performed. Before advancing the resolute integrity stent again, the device was checked, and it was observed that the struts in the distal third of the device were damaged. The device could not be used. Another 2.5x22mm resolute integrity stent was used to complete the procedure. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.